Event description:
Ambulatory infusion pump set up to deliver medication (86cc) over 30 mins 3x/day with .4cc kvo between medication delivery. Pt observed the pump gradually losing time; approximately one hr every 2 days. This alters medication delivery times.